Event description:
It was reported that this implantable pacemaker exhibited undersensing on the right atrial channel. Reprograming of the device was performed and further evaluation of the patient was discussed. This device remains in service. No further adverse patient effects were reported.